Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was refused to be returned by hospital. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 108 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a knee case, when the surgeon was reviewing imaging post surgery, that the bearing was identified left in the patient. It was reported that the surgeon did not feel that the bearing needed to be removed. On follow up it was stated that the patient was reported to be doing well post surgery. It was also reported that the hospital refused to return the device at this time.